Manufacturer narrative:
In speaking with olympus technical support via the phone, the user was asked to verify if the valley lab esu was on the same circuit as the secondary monitor. The user was unsure. The valley lab esu was about ten, fifteen feet away from the monitor. The secondary monitor was connected to the primary monitor, which was not having the issue. The user was instructed to perform some troubleshooting. When the coagulation pedal was pressed and if the primary monitor serial digital interface (sdi) out port was touched, interference occurred on the secondary monitor. The sdi cable was replaced from the primary monitor sdi out to the secondary monitor sdi in, which resolved the issue. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii video system center presented an intermittent image. When the physician was using the video system center and the valley lab electrical surgical unit (esu), the coagulation function on the esu, the slave monitor image disappeared. Once coagulation was completed, the image would return on the slave monitor. The primary monitor did not lose the image and was fine. The issue occurred with different scopes. No patient harm reported.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the intermittent/disappearing image could not be identified. However, it¿s likely the cause is related to a malfunction of the subject device. Olympus will continue to monitor field performance for this device.